Event description:
There was smoke and the smell of something burning coming from the balloon pump. The owner, co sales tested and repaired the pump. The recorder power board was burned. The hosp leases the balloon pump.